Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. On (B)(6) 2016, the device was explanted and replaced. The patient was in stable condition during and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.